Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported patient admitted to hospital 11 days prior to death with a history of infected device pocket. Patient developed strep bacteremia and underwent debridement. Patient then developed rapid atrial fibrillation with rapid ventricular response requiring ablation. Then developed metabolic acidosis and shock and continued to have progressive hypotension which was multifactorial in origin, including severe cardiac systolic function, underlying sepsis, and acute and chronic renal failure. After discussions with family, it was felt patient's course was not reversible, he was made a do not resuscitate, and died. The primary cause of death reported as non-sudden cardiac death - cardiac systolic dysfunction, sepsis, acute renal failure. The relatedness of the death to the device was reported as unknown.